Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmonyair m-series surgical lighting system and found loose and missing hardware on the lighthead assembly. The harmonyair m-series surgical lighting system is not under a steris service contract. The user facility is responsible for all service and maintenance activities. The technician made repairs to the lighting system, tested the function and operation, and confirmed it to be operating to specifications. The harmonyair m-series surgical lighting system was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that during set up for a patient procedure, an employee was moving the lighthead to their harmonyair m-series surgical lighting system and the lighthead "fell". The patient was transferred to another room, and the procedure was completed successfully following a short delay. No report of injury.